Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and motor error. Customer stated that the contacts on the battery cap are neither missing nor damaged and the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display returned. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.